Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath was kinked and was unable to be placed in the vein correctly. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed at least ten applications performed with balloon catheter 2af283, lot 89224. No system notices or issues were noted. Further results are pending the physical product analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 94053 was returned and analyzed. Visual inspection of the sheath showed the device was not intact and was kinked 0.1045 inches from the tip. In conclusion, the sheath failed the return product inspection due to the sheath¿s kink. If information is provided in the future, a supplemental report will be issued.